Event description:
In 2006, the reporter, the patient's daughter who is a nurse, contacted lifescan alleging an "error 4" issue with the patient's one touch ultra meter. The medical affairs specialist (mas) contacted the patient on october 3, 2006 to obtain/verify the following information. The patient tests twice per day, and her last successful test was in 2006. The patient did not encounter the error message until the next day, when she tried to test her blood glucose in the morning, and reportedly did not have any symptoms of high or low blood glucose symptoms at this time. Around 7pm, the patient took her usual oral medications before dinner and then had a sandwich and soup. Three hours later (10pm), the patient started to feel "funny in the head", weak, shak, light-headed, and sweaty. She attempted to test on her meter with 20 different test strips, but still got the error message. She recognized her low blood glucose symptoms and and administered self-care with food and drink. The patient stated that she takes 2 different types of oral medications for diabetes and did not make any changes to her regimen. The cca verified that the test strips were in good condition, the testing temperature was within range, and the correct testing technique was used. The cca walked the reporter through a test over the phone and the "error 4" persisted. This complaint is being reported due to the following conclusion: the patient was unable to test on her meter while experiencing symptoms. In addition, the "erro 4" was unresolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/hem and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.